Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end deformed, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite bronchovideoscope, exhibiting e315 scope error. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the image sensor unit is damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) Of the electric board are broken due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Observe the palm, etc. Using normal light observation images and nbi observation images. 2. Confirm that the illumination light is emitted. 3. Adjust the amount of light to obtain a suitable brightness. 4. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 5. Operate the ud angle lever of the endoscope to bend the curved part. 6. Operate the endoscope's insertion tube rotation ring to rotate the insertion tube. 7. Confirm that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. 8. Align the up index on the insertion tube rotating ring with the up index on the control unit." Olympus will continue to monitor field performance for this device.